Event description:
This power cord was returned for the issue that there were exposed wires which could potentially lead to electric shock. This was discovered during routine maintenance by a technician - no pt involvement. Upon investigation it was determined that a separation occurred between the two molded parts on the female connector. It was determined that the female connector that connects the power cord to the unit may crack and could potentially result in live accessible metal parts presenting a hazard for electrical shock. Testing was performed and has indicated that the power cord meets the specifications and the applicable standards for power cords. The testing demonstrated that this power cord had to have experienced excessive abuse to result in this failure.